Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, since the subject device was not returned for an evaluation, the error code (e105) could not be confirmed. It is likely that the reported issue (e105) that occurred during the preparation of the device related to the postponement of the procedure. This supplemental report includes a correction to d9 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus field service engineer reported (on behalf of the customer) that there was a lamp error e105 while using the video system center. The issue occurred during preparation for use, and an upper gastrointestinal endoscopy was cancelled at that time and rescheduled. There was no patient harm associated with the event.